Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the host pc was not booting up. Upon troubleshooting, the rse stated that the host pc has low cmos battery. The rse instructed the customer to turn the pc manually and restart, after which the system became operational. To resolve the issue completely, in another case the cmos battery was replaced. After functional tests, the system was returned to use in good working condition. The philips has initiated medical device correction (2024-igt-bst-017) for the cmos battery malfunction. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.